Manufacturer narrative:
Although the device from the reported incident is not being returned for evaluation, the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4) device discarded by end user hospital.

Event description:
During the case, the (critically ill) patient had an ra thrombus that was attempted to be removed with the angiovac. The material was grabbed by the cannula with suction and was attempted to be pulled out of the body on suction as it would not fit into the cannula. A portion of the clot broke off and embolized into the pa. Patient was on vasopressor support before the case started, but required increased doses after the embolization. Procedure was ended and patient taken back to the ICU. Patient expired in the ICU later that night. There was no indication that the device malfunctioned. It was discarded by the hospital.

Manufacturer narrative:
Although a ship history report (shr) was generated for this complaint, a review of the dhrs are not required for this event. There was no report of device malfunction or performance issue during the procedure. Duke empirical is a contract manufacturer of the angiovac cannula for angiodynamics, no informational scar is required. The angiodynamics september 2016 complaint report was reviewed for the angiovac product family and the failure mode, "patient injury / death." No adverse trend was indicated. The angiovac cannula sample was not returned for evaluation since there was no reported device failure. It cannot, therefore, be determined if the cannula was used in accordance with its labeling. The original event description states that the lab did not believe there to have been any malfunction of the device. The root cause for the adverse event is therefore likely to be operational context. Directions for use (dfu) is provided with this device and contains the following statements: warnings - selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. - as with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. Adverse events this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. (B)(4). Device discarded at hospital.